Event description:
It was reported that the patient presented for a schedule procedure. While positioning the atrial lead, the lead would dislodge every time the physician deployed the helix. Multiple attempts were made to position the lead but was unsuccessful. The lead was not used, and a new lead was implanted. The patient was stable post-procedure.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical tests and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.